Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case on bottom right corner near display window, broken reservoir tube lip, cracked reservoir tube window and reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump is unable to prime. The insulin pump will not leave the prime screen. The blood glucose reading is 57 mg/dl. Customer has treated with juice. Insulin is squirting out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.